Manufacturer narrative:
On 4/1/2024, the customer reported that the c-arm did not stop when commanded. The field engineer (fe) was dispatched to the customer site and found switch stuck errors on the system. The fe replaced both the control insert switches and rotary switch to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue did not recur after the control insert switches were replaced. Initial evaluation: the control insert switches and rotary switch were not returned for further investigation. The control inserts and rotary switch were 207 days old at the time of replacement. Investigation methods and findings: further investigation could not be performed as the parts were not returned. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with either the control insert switches or rotary switch. The switches were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for 3dm160102515 showed no additional complaints related to uncommanded motion. The complaint review identified the failing control switches and rotary switch were original to the system therefore, the DHR was reviewed. There were two discrepancies noted in the DHR, however they were not related to the control inserts or rotary switch. The control inserts switches and rotary switch were installed with no issues noted. System product code: 3dm-sys-std serial number: (B)(6). System manufacture date: 8/22/2023 system installation date: 9/13/2023 unique device identified (UDI): (B)(4).

Event description:
It was reported that during a 3dimensions procedure the c-arm did not stop when commanded and continued to move. No patient injury or staff reported. A field engineer repaired the issue and found that the switches were stuck. Switches were repaired and the system passed all test and meets the manufacturer´s specifications. No other information available.